Event description:
It was reported that balloon failed to deflate. The 90% stenosed target lesion was located in a severely calcified and mildly tortuous vessel. A 5.50mm x 15mm nc emerge balloon was selected for percutaneous coronary intervention (pci) procedure. During procedure, balloon would not deflate in the left main and was attempted over 2 minutes to deflate balloon. The balloon was pulled out together with the guiding catheter and everything came out in one piece. Balloon was removed from the patient body in a partially deflated state. Procedure was completed using an alternate device and no patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the returned product consisted of the nc emerge batch #33724040 device. Visual, tactile, microscopic and functional analysis was performed on the device. The device was returned inserted through a non-bsc guide catheter, and it could not be withdrawn back through the guide. Examination of the device identified that the distal extrusion, inside the balloon was stretched. Microscopic analysis of balloon profile noted that the balloon had been subjected to positive pressure. The balloon was not folded. There were no tears or pinholes visible on the balloon material. It is likely that the distal extrusion stretching compromised the inflation lumen which prevented the balloon from deflating and refolding in order to facilitate its withdrawal through the guide. No other device issues were noted. Device analysis confirms the balloon was not fully deflated/refolded.

Event description:
It was reported that balloon failed to deflate. The 90% stenosed target lesion was located in a severely calcified and mildly tortuous vessel. A 5.50mm x 15mm nc emerge balloon was selected for percutaneous coronary intervention (pci) procedure. During procedure, balloon would not deflate in the left main and was attempted over 2 minutes to deflate ballon. The balloon was pulled out together with the guiding catheter and everything came out in one piece. Balloon was removed from the patient body in a partially deflated state. Procedure was completed using an alternate device and no patient complications were reported.